Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/it was in/out procedure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("gained alot") and experienced alopecia ("my hair used to be so thick but not any more"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal, weight increased and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medial device removal, weight increased, alopecia". Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information, new event alopecia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/it was in/out procedure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained alot"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medial device removal". Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: gained a lot added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/it was in/out procedure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medial device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.